Event description:
According to the reporter, the videolaryngoscope's screen was blank and there was a  flashing empty battery at the bottom right of the screen before use. The handle was turned off and back on and some dots appeared on the screen briefly like it was loading, and then the same screen shows up again; a blackish screen with flashing empty battery picture in bottom  right corner. There was no patient involvement.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there were three batteries included with this complaint. First a multimeter (cl-14290) was used to test the voltage in all three of the batteries. Two were found to be 3.67 v, and one was found to be 3.68 v. When all the batteries were inspected, it was found that one of the battery contacts was bent. The contact was bent back so that each battery could be tested. All the batteries were tested in both the ao3 test (cl-16435) and the ao2 test (cl-16058), and the same result was found in both device. The battery powered on the devices without any issues. Both the display and the led worked with no problems. The power was kept on after that for at least 10 minutes and there were still no issues found. It was reported that the video laryngoscope's screen was blank and there was a flashing empty battery at the bottom right of the screen before use. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.